Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned catheter. Compression damage was observed from the 0 cm to the 2 cm depth marker. A functional test of infusing water into each of the three lumens of the returned catheter using a 12 ml syringe revealed the gray lumen to have a split at the 0 cm depth marker. A microscopic observation revealed a split at the 0 cm depth marker with sharp fracture edges and a granular fracture surface. The split was observed to be longer on the outside surface of the catheter shaft than the inside of the catheter, and the split was observed at the compression damage caused by the securement device. Examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that triple lumen PICC leaking under the securacath.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.